Event description:
Bilaterial intralasik was performed by md, using the intralase femtosecond laser and the visx star-4 excimer laser. Cornea topographical and pachemetry data were obtained from customvue wavescans as well as from an orbscan. The visx activetrak and iris registration were both enabled during the procedure. Preoperative examination revealed severe dry eye - schirmer's test = 4mm, ou-, which was not made known to the patient. - patient was not a contact lens user. - post-surgical examination by another physician also revealed a history of dermatological rosacea around the eyes, mild blepharitis, and mild meibomian gland dysfunction - mgd -. These conditions and their implications on lasik were not made known to the patient by the surgeon. Pupils were too small - scotopic diameter = 4mm, ou- to obtain accurate wavescans. In order to compensate for small pupils, the surgeon artificially dilated the pupils despite a warning in the visx professional use manual admonishing surgeons not to use dilating agents when performing customvue wavefront lasik with activetrak enabled - do not use pharmacological dilating or constricting agents immediately before surgery with the activetrak system. The surgeon ignored the warning and did not discuss the implications with the patient. Personnel at visx informed the patient that, by straying from proper visx, FDA - approved protocol, the surgeon performed an off-label procedure and improperly applied customvue lasik correction to pupils with diameters that were too small for the wavefront scanner to obtain an accurate waveprint. In addition, visx personnel informed the patient that artificially dilating the pupils could have resulted in non-uniform expansion of the pupil diameter, yielding inaccurate data and increasing the potential for treatment decentration. Result of the treatment was bilaterial decentered ablation, ou, displaying comparatively similar decentration patterns in each eye; undercorrection in both eyes, irregular astigmatism in both eyes, chromatic aberration, and severe, chronic dry eye, accompanied by augmented blepharitis and mgd. Pre-operative refraction data: od: -5.25, -1.25 x 173. Os: -5.00, -1.25 x 10 pupil size -ambient light-: od: 3.61mm, os: 3.38mm scotopic pupil size - colvard pupillometer - : 4mm, ou pachemetry: 584, 587, 588, 595 post-operative refraction data: od: -0.75, -1.00 x 168. Os: -0.25, -1.00 x 5. Decentered ablation, ou surgically-induced, high-order aberrations symptoms: starbursts, halos, glare, chromatic aberration, severe dry eyes. Dates of use: one day in 2006. Diagnosis or reason for use: refractive surgery for correction of myopia and. Event abated after use stopped or dose reduced? #1 and #2 no.